Manufacturer narrative:
Sections with additional information as of 15-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 03-feb-2026to ensure the customer¿s initial concern was resolved- the customer received the replacement product but has not used it as of yet. Note 2: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated she went to mexico on vacation and while on her trip she went to the ER due to high blood result; customer stated she took insulin and it caused an allergic reaction causing tachycardia, chest pain and half of the face was inflamed. The diagnosis was high blood glucose and customer was given rapid insulin which helped bring it down her glucose. Customer stated that her insulin medication had been changed to avoid an allergy reaction. Customer stated she no longer has the test strips she was using last month when she went to the ER. The meter memory was not reviewed for previous test result history.